Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely malfunction was due to mechanical stress. The event can be detected and prevented by following the instructions for use (IFU) as below: IFU figure number: rc3805, revision 09 chapter: 3.3 endoscope inspection should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a faulty light control when using the biopsy forceps. The issue was found during a diagnostic gastroscopy procedure and was completed using the same device. There were no reports of patient harm.